Manufacturer narrative:
Device was received in normal condition. Analysis of battery trend data indicated elevated battery impedance for the months of (B)(6) and (B)(6) of 2018, consistent with device exposure to cold temperatures. The condition was also reproduced in the lab after soaking the device at cold temperature and interrogating it. Additional functional testing was performed and indicated that device exhibited normal device characteristics when tested near body temperatures.

Event description:
It was reported the pacemaker showed high impedance and possible premature battery depletion when removed from its box. The pacemaker will be returned and not used.